Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment broke during training at the zimmer institute. The device was not used during surgery, for non-patient demonstration purposes only.